Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was over 600 mg/dl at the time of admission. The customer reported they had been dealing with a virus since (B)(6), leading to their hospitalization. Customer reported being hospitalized for four days and was given antibiotics as treatment. The customer stated they were wearing the insulin pump at the time of hospitalization. Customer also reported damage to the insulin pump. Customer stated, the lining on the inside of the battery compartment was stripped. The customer was unable to screw in the battery cap as a result. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.